Manufacturer narrative:
Correction: the correct explant date is (B)(6) 2014; not (B)(6) 2014, as previously reported. This report is filed on (B)(6) 2015.

Event description:
Per the clinic, the device was explanted on (B)(6), 2014, due to infection and poor magnet retention. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.